Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The level of devitrification and debris adhesion could not be determined due to the caps being missing. A review of the device history record confirmed that the fiber met specification prior to release. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.